Event description:
It was reported that the ventilator made a screeching noise and the screen went blank. The patient was immediately bagged and the ventilator was changed. The top of the ventilator was observed to be wet on inspection. Unsure if the ventilator stopped working/ventilating patient. Ventilator removed from service and tested by biomedical engineering department. Ventilator was tested by biomedical engineering and run on test for 4 hours with no fault to be found. No patient injury has been reported.

Manufacturer narrative:
The investigation is ongoing, the results will be reported in a follow-up report.